Event description:
It was reported that the ventilator alarmed for high oxygen concentration while it was connected to a pt. (B)(4).

Manufacturer narrative:
The returned air gas module and oxygen gas module which regulate the inspiratory air gas flow and oxygen gas flow to the pt were investigated. The reported failure was not reproduced during ventilation. The tests performed on the gas modules revealed that the membranes in the nozzle units mounted in the gas modules were sticky. Based on the problem description, the case of the problem was most probably a sticky membrane in the oxygen gas module. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failure during pre-use check and, during ventilation, causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in (B)(6) 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness is wear of the membrane in nozzle unit. (B)(4).